Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump displayed system error 345. Any patient involvement, injury or medical intervention is unknown.

Manufacturer narrative:
(B)(4).baxter received and evaluated the device. The device was found within specification in relation to the system error 345 alarms which were not reproduced. The event history log review was performed and confirmed the reported system error 345. The investigation results indicate there is no device malfunction, and the device was operating as designed.this MDR was initially reported due to the absence of event information. Upon evaluation of this device, it was determined that the related malfunction is unlikely to cause a substantial risk to the patient and is determined to not be a reportable event. Manufacturer report number 1314492-2016-04679 can be removed from the FDA database.